Event description:
The customer reported up to six ounces of blood and diluent leaked from the coulter lh 500 hematology analyzer onto the counter. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the black striped tubing at pinch valve (pv37) was cut. The fse replaced cut tubing at pinch valve (pv37) to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).